Event description:
Has had less than 2 years. Broke at the weld where the handle connects down to the cross bar. Admitted he does lean on the handles because his legs are not strong enough for him to walk upright. States he did fall back in (B)(6) 2018, and hit his head and had to have stitches.